Manufacturer narrative:
Manufacturer's investigation conclusion: default timestamps were observed within the controller and pump log files, suggesting that there was a total loss of power to the system controller, including full depletion of the system controller's backup battery, that resulted in a pump stop. Additionally, the submitted log files captured a delayed pump restart; however, a specific cause for this delay cannot be conclusively determined through this evaluation. Analysis of the submitted log files revealed controller clock corrupt alarms throughout the majority of the files due to the system controller's clock having been reset to the default timestamp of (B)(6) 2000. The pump's clock was also reset, suggesting that there was a complete loss of power that caused the pump to stop. Additionally, numerous rotor displacement, high current, motor instability, and magnetic centering left ventricular assist device (lvad) fault flags were captured as the pump was attempting to ramp back up to speed upon restoration of power, but was unable to do so. Lvad temperature was elevated at this time. The pump was ultimately able to ramp up to the set speed, and operated as intended at the set speed for the remainder of the log file. Multiple attempts for additional information were sent to the customer; however, no additional information was provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU provides an explanation of pump parameters. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for a complete loss of power. The patient lost all power to the system controller and the backup battery ran out of power as well. When looking through the decoder it was seen that the pump intermittently stopped and started a few minutes before remaining started, after being reconnected to power. The log files showed a low power advisory that was indicative of a complete loss of power. Data showed that the controller was connected to fully charged batteries, but the motor was unable to ramp up to set speed. There were also several rotor displacement and motor instability events. The motor temperature was recorded as high as 55 degrees celsius during the motor instability. The motor power was also high during this period.